Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise that was oversensed, resulting in non-sustained episodes and pacing inhibition.